Event description:
Patient was revised. It was reported that the cup version was wrong and poly ingrown and there was odd looking fluid and metallosis present.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product lot codes required were not provided. Requests for additional investigational inputs were made in accordance with (B)(4). It was communicated that no additional information would be made available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised. It was reported that the cup version was wrong and poorly ingrown and there was odd looking fluid and metallosis present. **update: 10/28/13 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, soreness and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 6/2/15-pfs and medical records received. A doi was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain, instability/dislocation, malpositioned cup, impingement, and metallosis. No labs were provided for the alleged high metal ions. No loosening of the cup was noted. Lot numbers are being updated and the stem is being added to the complaint. The complaint was updated on:6/26/2015.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges abductor muscle repair and metal wear.